Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "double bubble deformity, bottoming out, and dehiscence of muscle". The device has been explanted.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: double capsule: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Wound dehiscence: unable to observe as it is not related to the device. As per the investigation procedure crease and voids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.